Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain patient reported that his battery no longer charges to 100%. No symptoms reported and no further complications noted or anticipated.

Event description:
Additional information received from a consumer (con). It was reported that the patient wasn¿t really sure what led to the device not charging up to 100%. They had to turn the stimulation up, but the charging times had almost doubled. The patient noted they received a new charging antenna.